Manufacturer narrative:
A4 and a5 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 60 year old male with an indication for use of impella support due to acute myocardial infarction and cardiogenic shock (pre support clinical state consistent with scai stage e) underwent placement of an impella cp via the right femoral artery on (B)(6) 2026 at 14:40. Following patient repositioning, the initial impella cp experienced a positioning failure after patient movement, resulting in migration of the pump into the ventricle and development of an access site hematoma. Multiple repositioning attempts under echo and fluoroscopy were unsuccessful, necessitating removal of the first pump and successful implantation of a new impella cp. There is no evidence to date that the device malfunctioned; the event appears consistent with device malposition potentially influenced by patient movement and access site instability. The patient survived the second impella cp to explant. The impella cp will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange, however the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the device in wrong position most likely use related to patient movement per clinical details that after turning the patient the pump was in the ventricle.